Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, mildly calcified and 90% stenotic proximal left anterior descending artery. The physician advanced the 3.5x12mm quantum maverick balloon to the lesion and inflated it to 12 atms for ten secs on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with 3.5x12mm quantum maverick balloon and the deployment of a stent. Pt status is reported as "fine."

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.